Event description:
It is alleged that the black plastic part on the tip of the scalpel/electrocautery broke off and fell into the patient during a surgical procedure. It was reported that the tip was retrieved with no injury to the pt.